Manufacturer narrative:
No exact cause of the femur fracture is known. There has been no non-conformances related to this product or lot. Product malfunction is ruled out. Surgical techniques, patient care after surgery, implant sizing, etc...there are multiple probable cause for this event. Since this is a reportable adverse event, MDR is filed. No issue with product or processes.

Event description:
Primary surgery was performed on (B)(6) 2018. Revision conducted 10 days after primary. Surgeon took out the stem and took off the head, but left the cup and liner. Femur had fractured medially, and stem had subsided.